Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Photographic analysis: one photo was provided; the picture shows tissue with several staples on it. The staples can be seen with the proper formed shape. No malformed staples are noted. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the fourth firing, a gst60g was used. Upon inspection of the staple line after firing the device staples were observed that looked malformed. The patient is fine. No impact on the patient. Five minutes delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: r5804f. Investigation summary: the analysis results showed that one gst60g cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.